Event description:
Customer reported experiencing a past instance of low blood glucose, with levels dropping to the 50s mg/dl, occurring earlier in the day before contacting support. Cause was not known. Customer did not have any treatment available at the time, and it was confirmed that the control-iq feature was active on their pump. Technical support advised the customer to consult with a healthcare professional to explore factors affecting blood glucose levels, to which the customer agreed and understood.